Event description:
Caller states the patient tested >8.0 inr on the coaguchek system while a comparison lab returned as 2.06 inr. No action taken on device results. No adverse event reported. Requested return of suspect device and replacement was sent.